Manufacturer narrative:
Correction to h6 based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the facility, and the following was observed: a liner strand appeared to be present at distal end. The liner appeared to be lifted starting from distal strain relief of third device. Additionally, the 3mensio report was received and revealed the patient had calcified and undersized access vessels. In this case, the reported event of a liner strand was found to be present on distal sheath shaft near the tip per images received. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, they were unable to advance the attempted to advance the 16 fr esheath+ into the patient's vasculature. The team attempted to shockwave and serial dilate, however, they were still unable to advance esheath+. They attempted 2 more times, with 2 different esheath+ devices, but they were damaged each time. It was decided to abort the procedure. Per images received, the 2nd esheath+ used was observed to have a liner strand.

Manufacturer narrative:
Investigation is still ongoing.